Event description:
A malfunction alarm occurred on the customer's equipment, identified with a malfunction code that was resettable. The customer's blood glucose level was recorded at 19.4 mmol/l, which is within the normal range. The customer had not reset the device in the previous 24 hours, so technical support provided information on how to reset the pump and assisted in doing so. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support should the issue arise again.